Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3519h serial/batch number (B)(6) was received for investigation. Visual inspection noted that the cannulated reamer, guide pin and plunger were not returned for evaluation. The cutting blade of the expandable reamer was not retracting. Additionally, the cutting blade had a lot of damage to it (see images under a magnifier). Functional testing was not performed due to the damage to the tip of the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery with an avn avascular necrosis/ocd expandable reamer it was the opening and closing of the flip-cutter that gave the surgeon problems. When the flip-cutter was introduced, the opening part tended to catch on the bone and opened spontaneously, even though the surgeon tried to keep the position closed. It may be that the patient's bone was too hard, but the system still felt a little fragile. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.